Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient's programmer needed batteries. Consumer reported the device was working and there was no change in therapy. It was reported that the issue was resolved. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. The hcp reported that they were told by the patient that the system didn't work, the hcp was unsure what that meant exactly. The hcp reported that they were told by the patient that the implant didn't work with her patient programmer (pp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.